Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricular lead showed increasing impedance and threshold. The lead was capped and replaced. No anomalies were noted. The patient is in stable condition.